Manufacturer narrative:
Additional information: manufacture date has been provided.

Manufacturer narrative:
The software logs were returned back to the manufacturer for further analysis. Design analysis was conducted and was unable to confirm the reported issue. No further action required. Additionally, patient code has been updated.

Manufacturer narrative:
Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed while navigating a straight suction on the middle turbinates. It was noted that the imprecision was found to be five millimeters. It was reported that the imprecision was isolated to the coordinates and with the single instrument. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.